Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Troubleshooting was performed and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.